Manufacturer narrative:
An event of device migration and paravalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported migration appears to be related to procedural conditions (insufficient pre-bav). The reported pvl appears to be a cascading event of the migration. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. During the procedure, the valve moved slightly above the annulus plane and the implant depth was above the annulus. A decision had to be made whether to snare it or post dilate it and they decided to post dilate. The procedure was ended up with single digit gradient and mild perivalvular leak (pvl). The physician mentioned the cause of migration was the prebav was not done with a big enough balloon. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. During the procedure, the valve moved slightly above the annulus plane and the implant depth was above the annulus. A decision had to be made whether to snare it or post dilate it and they decided to post dilate. The procedure was ended up with single digit gradient and mild perivalvular leak (pvl). The physician mentioned the cause of migration was the prebav was not done with a big enough balloon. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.